Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 6/21/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned in its original packaging with label stickers. Upon evaluation of the sample received, the plunger was in a partially advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were observed in the cartridge and no lens was returned for evaluation. Based in the analysis there was nothing identified that could lead the reported issues. The reported issues were not verified. Product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Reporter email address: unknown/not provided. Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens(iol) was partially inserted into the patient's left eye and had bent/ broken haptic. Lens was stuck in cartridge. Procedure was completed successfully using backup lens of same model and diopter. Patient has recovered. This event was observed while inserting lens into patient's eye. No further information available.